Manufacturer narrative:
Unique identifier (UDI) number added to section d. Device evaluation: the service engineer evaluated the ventilator and replaced the battery back plane printed circuit board (pcb). The ventilator passed all testing per manufacturer's specifications upon completion of the service. The battery back plane pcb was returned for failure analysis. A visual inspection of the returned part was conducted and no anomalies were observed. The pcb was attached to the failure investigation test ventilator for analysis. The unit was powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. The ventilator was placed into normal ventilation mode for over 24 hours. A review of the ventilator diagnostic logs revealed that no errors and no alarms were observed during the run in period. The reported failure could not be replicated. There was no fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, the batteries on the compressor of a 980 ventilator were not charging and generated a battery alarm. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.